Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red bumps and blisters, located at the abdomen. Affected area was treated with triamcinolone acetonide, prescribed on (B)(6) 2016, for a previous skin reaction. At the time of contact, the patient's skin reaction was still present. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction was not confirmed. A root cause could not be determined.